Event description:
It was reported that the patient had a revision on the asr xl left hip implant. The reason for the revision was alval/soft tissue reaction. The original surgery and revision dates are unknown at this time.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl - left. Reason(s) for revision: alval / soft tissue reaction. *****bi-lateral patient - please see (B)(4) for right side revision.****** this patient has had two revision on the left side hip. Awaiting further information. 1st revision: left hip asr products revised on (B)(6) 2012 and 2nd revision: 2 stage revision surgery on (B)(6) 2012 and (B)(6) 2012, products unknown. Update 26 mar 2015 claimsuite received with doi (B)(6) 2004 - queried and confirmed as correct 02 apr 2015 update 09 apr 2015 confirmation of doi (B)(6) 2005.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl - left. Reason(s) for revision: alval / soft tissue reaction. *****bi-lateral patient - please see (B)(4) for right side revision.****** this patient has had two revision on the left side hip. Awaiting further information. 1st revision: left hip asr products revised on (B)(6) 2012 and 2nd revision: 2 stage revision surgery on (B)(6) 2012 and (B)(6) 2012, products unknown. Update 26 mar 2015 claimsuite received with doi (B)(6) 2004 - queried and confirmed as correct 02 apr 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.